Event description:
It was reported that the patient might undergo surgery to drain fluid due to ¿fluid build-up around the lead¿. Patient reported that the lead near generator site was getting closer to the surface of the skin. Patient was referred for surgery due to ¿fluid build-up around the lead¿. There was no infection detected and the plan was to drain the area. During surgery, it was observed that a very small part of the lead body was coming through the skin. Patient had been on oral antibiotics and topical antibiotics and no infection was present or observed. The devices were not removed or replaced. Impedance was within normal after the surgery.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Information was received that the it is unknown whether the patient's generator was explanted, as previously reported. It was stated that the surgeon just washed out the area, used antibiotics in the pocket and set the device deeper in the pocket. The patient's lead is now explanted, however was not explanted until an infection was found. This has been reported separately in MFR# 1644487-2019-01700, as it was reported that the infection was unrelated to the previously reported fluid build up.. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient was seen by the doctor and lead erosion through the skin was again present. Patient underwent explant of the vns. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.